Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date; the patient underwent an initial surgery via tka with the product in question. In the surgery, attune femoral cementless/ms/affixium was used. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2025, the surgeon contacted the sales rep to say that the patient had come in complaining of pain. The tibial implant was confirmed to be loose during ic, and it is scheduled to be replaced with a cemented implant around the end of (B)(6) 2025. According to the surgeon, the cause of the loosening was that the patient's daily stretching routine included performing external rotation movements that put excessive strain on the affected side. The surgeon asked the patient why he had externally rotated the affected side, and it became clear that this was due to the patient's personal idea and was not instructed by the physical therapist/orthopedic staff at the facility in question. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.